Manufacturer narrative:
B3. Actual event date is unknown.

Event description:
It was reported that reported that the patient presented with the inflatable penile prosthesis implant. The device has developed a fluid leak, and the pump stays flat. A replacement surgery has been booked for future date.